Event description:
It was reported that a missing wire occurred. The sensor was inserted into the abdomen on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4), b5 describe event or problem - additional information. D4 model no - correction. Primary UDI number - correction. G3 date received by mfg - additional information. G6 type of report - updated/follow-up. H2 type of follow up - additional information/correction. H6 codes: type of investigation - correction, add to 3331. H10 corrected data.

Event description:
Subsequent to the initial MDR, a correction is required.